Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Constant alarms noted during rewind due to out of phase motor encoder signal. No motor error alarms. Unable to perform displacement test due to alarms. Missing end cap sticker.

Event description:
It was reported that a motor error alarm occurred. The customer stated that she could not operate the insulin pump. The alarm history had record of two motor error alarms. Troubleshooting was performed and the insulin pump failed the displacement test. Nothing further was reported.